Manufacturer narrative:
Date of death is unknown. Results: inherent risk of procedure (dissection, death). Unknown cause of event. Conclusions: unknown cause of event.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Patient was being treated for a 6.2 cm aneurysm. The proximal aorta was 30 mm in diameter are 20 mm in length. It was reported that the first talent taa, was approached from the right side and deployed in zone 3. When the delivery system was withdrawn, the physician felt intense resistance. The physician was concerned about the possibility of vessel injury, so he changed the access route from right to left and the second talent taa was inserted. However, this delivery system was stuck during tracking, so the physician tried to pull it out, but the external iliac artery was damaged. Therefore, the physician replaced the external iliac artery with an artificial vessel, and the second piece was successfully placed by conduit approach. A proximal dissection was confirmed by arteriography after the first talent taa was placed; the bare spring was believed to cause the dissection. The physician deployed a third talent taa from just below the left common carotid artery and the dissection was covered, covering the lsa. Additionally, a retrograde dissection was observed at the distal end of the most distal stent. It was reported that the device was deployed for treatment of the dissection, however, the retrograde dissection remained. It is unknown when the retrograde dissection occurred. It was reported that on an unknown date, the patient expired due to right leg ischemia. The physician stated that the right leg ischemia was not related to the dissection. It is unknown if the death was related to the device or procedure. No further information is available.